Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 128 inch. It was reported that, prior to use on a patient, staff had inspected ICU medical IV tubing due to ongoing concerns with contamination. Staff had discovered black or brown specks in two primary plum sets in the med room. The event occurred prior to use on the patient. The event occurred prior to use on patient. The operator of the device was health care professional. There was no patient involvement and harm.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.